Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery more metal flakes coming off the 4.2 relign 3-in-1 blades in oscillation mode. No harm or delay were reported. Due diligence information in process. No additional information available at this time.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The complaint was confirmed. Based on the investigation, the 3-in-1 shaver 4.2mm was observed with striations on the inner sheath tip which is evidence of metal particulate generation. The most likely root cause for the ¿metal flakes¿ is the failure of the concentricity of the inner sheath and the outer sheath. It is recommended to disposition the complaint 3-in-1 shaver 4.2mm as scrap. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery more metal flakes coming off the 4.2 relign 3-in-1 blades in oscillation mode. There was a patient involved but no intervention, delay, and no foreign body was retained. Due diligence information complete. No additional information is available.